Event description:
Same case as MDR ID: 2134265-2013-06495. Reportable based on analysis on (B)(4) 2013. It was reported that the catheter became unraveled. A 135/10 renegade hi flo was selected for use in an unspecified treatment procedure. While removing the device from its dispenser coil, the catheter became unraveled. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed a shaft break.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A break in the shaft was present 69cm from the proximal end and 73cm of braid was exposed. Kink was present 61.5cm from the proximal end and 16cm from the distal end. Dimensions which could be measured met specifications. A coating test confirmed the presence of coating and coating damage was evident along the length of the device, consistent with force used in attempting to remove the catheter from the hoop. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).